Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified access set separated from the hub that connects to the intravenous/infusing catheter. There was no report of patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Additional information: d9, h6 and h11. H11: the device was received for evaluation. During visual inspection the tubing was observed separated; however, it was noted only partial of the set was received. Lack of solvent was noted on the tubing. The reported condition was verified. The cause of the event was due to lack of solvent during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.